Manufacturer narrative:
(B)(4). The CT scans were rec'd depicting the reported event. Parts were returned. Surface disruption was observed on the spherical head of the shank and is believed to be from contact with the split ring and suggests assembly of the screw was incomplete; possibly complicated by the close proximity to the adjacent tulip. Device measurements meet design specification. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. It is unknown if the patient complied with post-operative care instructions or sustained an impact of some sort prior to event that may have caused or contributed to this event. It is unknown if the anatomy restriction and short rod, may or may not have contributed to the separation. Root cause of this reported event has not been determined; no conclusion can be drawn.

Event description:
The initial posterior lateral lumbar fusion (no interbody) was performed bilaterally at l5-s1 on (B)(6) 2013. Patient had no improved pain post operatively. Upon routine f/u, separation of screw components were discovered. On (B)(6) 2014, revision surgery was performed in which the left side bone screw was replaced in the l5 pedicle and an interbody cage was placed for indirect decompression. Patient pain was relieved and is doing very well post revision. Patient's activity level at the time of the event is unknown.